Event description:
The customer received blood glucose readings of 37,46 and 105mg/dl on the contour next link. The paramedics were called. They gave her IV glucose and she was told to eat something. Specific details were not provided. The customer was advised to return the test strips for evaluation. Replacement meter was sent to the customer